Manufacturer narrative:
Software investigation pending. While no pt was present, this issue is being reported because a software freeze that happens during surgery could result in pt harm.

Event description:
Medtronic rep reported that the stealthstation treon treatment guidance system was freezing after an upgrade of software to synergy spine 2.0. There was no pt present.